Event description:
Complainant reports that when she was hooking the patient up to the cycler set it leaked all over the bed. The leak appears to have come from a crack in the female end of the patient connector. Complainant states that the rest of the sets from that case also had this defect. The patient's pd nurse was then called and notified that the patient had a fever. The patient was then taken to the hospital and received antibiotics, no further treatment necessary. Patient was not hospitalized. Complainant has only a partial sample of cycler set, the female connector end with the crack in it. The rest of the set has been discarded as well as the rest of the samples from the case.